Manufacturer narrative:
(B)(6). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence, menometrorrhagia, and second degree cystocele concurrently with a vaginal hysterectomy, anterior repair, and a cystoscopy. It was reported that following insertion the patient experienced painful intercourse, vaginal pain, severe back pain, infections, urinary/bowel problems, and bladder prolapse. No additional information was provided. (B)(4).